Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the patient experienced hyperglycemia with a peak blood glucose of 304 mg/dl and levels above 180 mg/dl for about 14 hours; no insulin leakage was observed at the pump or infusion site, and an agent guided the patient through a complete supply change with insulin delivery resumed, after which glucose values began to decline and dosing details were reviewed on the device. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or assistance required. Investigation included troubleshooting over the phone, review of algorithm dose history, and education on confirming delivery. Investigation of this case revealed no confirmed device malfunction and an unclear root cause of the hyperglycemia following the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.